Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of device expulsion ("absent right coil/while showering, patient noted essure device tangled in pubic hair. X-ray (flat plate kub) showed") in an adult female patient who had essure (batch no. B59457) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Ntaneous case was reported by a physician and describes the occurrence of device expulsion ("absent right coil/while showering, patient noted essure device tangled in pubic hair. X-ray (flat plate kub) showed") in an adult female patient who had essure (batch no. B59457) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.